Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the reported issue machine not turning on was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order (B)(4), the fse reported that inspected station verifying mains power ok. Check of all drawers in main/aux cabinets unremarkable. Isolated station shutdown to shorted internal pyxibus cable hh drawer 2 pmc connection aperture. Abrasion of cable insulation present. No evidence of smoke/fire. The fse installed replacement cable and recovered all storage failures. During dchu visual inspection p/n 121085-01: was received with cooper strands exposed and black marks, which indicates thermal damage. During dchu testing p/n 121085-01: no further test was required due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that es - machine not turning on was determined due to the damaged assy cbl pyxibus 7 drawer (p/n 121085-01). Visual inspection of exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was failed to turn on and had black screen. As per part investigation, it was determined that there was thermal damage observed on the pyxibus cable assembly product. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6), was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6), was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer inspected the station and verified mains power was okay, checked all drawers in the main and auxiliary cabinets with no remarkable findings, isolated the shutdown to a shorted internal pyxibus cable at the half height drawer 2 pyxis module controller connection aperture where cable insulation abrasion was present, installed a replacement cable, and recovered all storage failures. The engineer then tested operation in the application and hardware test application (hta) diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was failed to turn on and had black sreen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.